Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motion sensor test failure. Customer's blood glucose was unknown at the time of incident. No further details given.

Manufacturer narrative:
The insulin pump was received stuck in critical pump error with partial white display and unable to download due to severe corrosion on all electronic assemblies. We were unable to verify pump error 35 in format and trace files due to download anomaly. We were unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. The insulin pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, damaged keypad overlay texture, severely peeling end cap address label and slightly corroded battery tube. The insulin pump was received with severe corrosion on force sensor assembly, keypad flex traces and motor assembly.